Event description:
Healthcare professional reported a left side rupture of saline device. Additionally healthcare provider reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade iii.